Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported in a clinical trial that, the patient was found with incidental vasospasm during procedure for which 100 ug nitroglycerine given and vasospasm promptly resolved and the procedure was completed successfully. The cec (clinical events committee) has assessed the vasospasm to be causally related to the procedure and possibly related to subject microcatheter.

Event description:
It was reported in a clinical trial that, the patient was found with incidental vasospasm during procedure for which 100 ug nitroglycerine given and vasospasm promptly resolved and the procedure was completed successfully. The cec (clinical events committee) has assessed the vasospasm to be causally related to the procedure and possibly related to subject microcatheter.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment. An assignable cause of anticipated procedural complication will be assigned to the reported event "patient vasospasm serious" as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.